Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet and requested to return the device due to a desire for more control. Symptoms included hyperglycemia up to 247 mg/dl for approximately seven hours without ketone testing or backup therapy, and hypoglycemia down to 50 mg/dl for approximately 1.5 hours accompanied by tiredness, which was treated with oral carbohydrates; the device provided low alerts and there was no need for assistance or medical intervention. Outcomes included no hospitalization, no professional treatment, and no reported long-term effects. Investigation included internal case review by the field and support teams. Investigation of this case revealed that the cause of both hyperglycemia and hypoglycemia was unclear, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.